Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump had a cracked case on the display window corners.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer pressed the up arrow button and it kept scrolling. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.